Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the clinician pushes the button to activate the safety and the needle does not retract. No other information provided, at this time. It has been reported there have been 2 instances. This file is for both events reported.